Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation: the occupation is lay user/patient.

Event description:
The initial reporter stated he received discrepant results when testing with coaguchek xs meter serial number (B)(4). The reporter provided two test strip lot numbers, lot 44009621 (expiration date = 31-may-2021) and 43002022 (expiration date = 30-apr-2021). The reporter could not confirm which lot number was used for each meter measurement. The reporter initially stated that he replaced the meter batteries due to high inr results. During troubleshooting, it was determined the meter units of measure were set to % quick. The meter was reset and the results stored in the meter memory were accessed. The reporter stated that the results observed in the meter's result memory were different from the values recorded in his log book. The reporter mentioned that he tested five times on 22-jul-2020 and he received an unknown error two times. The values of 7.1 inr at 10:53 a.m. And 7.5 inr at 10:58 a.m. Were reported to the patient's physician. Based upon the results, the patient was sent to a laboratory for testing. Within 4 hours of these two meter measurements, a sample from the patient was tested in the laboratory, resulting with a value of 1.1 inr. The patient's warfarin was adjusted based on this laboratory value. The physician increased the patient's warfarin dose from 5 mg. To 7.5 mg. For the next three days. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is once every two weeks.